Manufacturer narrative:
(B)(4):the test strips passed all testing with no faults found. The patient reported an unspecified error message; no error messages occurred during testing of the meter, therefore the returned meter passed testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio pro meter was prompting an unknown error message. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an unknown error message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.

Manufacturer narrative:
Follow-up #2 (submission 12/04/2012)-additional information: lifescan completed device evaluation on the returned meter on (B)(4) 2012. Investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing.